Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 64-year-old male in st-segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that after one day of support, the impella cp came out of appropriate left ventricle positioning. The malposition caused the team to explant and replace the impella cp with a new pump. The second impella cp was placed without harm or injury and the patient is stable and remains on support to date.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The product was not returned for investigation. As per the provided clinical details, the pump migrated past the valve into the left ventricle and it was pulled back out. It could not be repositioned at the bedside. The cause of the positioning issue was most likely use related, based on given clinical details. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 medical device problem code was revised in accordance with updated procedures. New code has been added to medical device problem codes. H.6 codes 4114 (device not returned) and (3233) results pending completion of investigation were inadvertently omitted from the previously submitted report and have been added to this report. The investigation has been completed since the previously submitted report.